Manufacturer narrative:
(B)(4).

Event description:
The dentist reported a screw fractured.

Manufacturer narrative:
Visual inspection confirmed that the screw is fractured at the threads. The threaded portion was not returned. The device history record review for the screw was performed and did not identify any non-conformances. There were no manufacturing deviations identified which would cause or contribute to this complaint. A definitive root cause has not been determined.